Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events were failure to capture and ¿guide wire / stylet was dirty with blood¿. Final analysis found that as received, a complete lead with a stylet inserted inside was returned in one piece with the helix found retracted and clogged with dried blood tissue. The reported event of ¿guide wire / stylet was dirty with blood¿ was confirmed. After removing the inserted stylet, blood was noted along the stylet. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead was failing to capture and contaminated with blood. The rv lead was not used. The physician continued with the second rv lead and completed the procedure. There were no patient consequences reported.